Event description:
The customer reported that the buttons were not functioning properly. The caller attempted to bolus, but the device scrolled past the grams and did not allow him to input the amount. Then it went in the suspend mode and did back to resume. The blood glucose reading was 251mg/dl. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.